Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 596mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer stated that cause of hospitalization was diabetic ketoacidosis. Customer declined to troubleshoot for the high blood sugar. Customer stated that outcome was high blood was running high due to the insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis